Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: signals in the run data file do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file and the trima accel system operated as intended. While the trima accel system is typically robust against numerous flow alerts and adjustments it is possible that the high number of alerts that occurred throughout the procedure disrupted the steady-state of the system and contributed to the higher than expected rwbc content reported for this procedure. Based on the available information it is possible that this leuko-reduction failure could be donor-related. It also cannot be ruled out that a sampling,calculation, or other process error may have contributed to the higher than expected rwbc content in the platelet product. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
The device history records (DHR) were reviewed for this lot. There were no events noted inthe DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.